Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronically total occluded distal left anterior tibial artery. Several attempts were made to cross the lesion with unspecified guide wires (gw) but were unsuccessful. Then a 014 hi-torque pilot gw was used to continue with the procedure. During removal, it was noted that the tip became detached. Ultrasound identified the separated tip was sitting in the sub-intimal therefore no attempts were made to retrieve the tip. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU. Manipulation of the device resulted in the noted core bend, the noted stretched polymer coating and ultimately resulted in the reported/noted detachments (core, coil, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.